Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital during an implant procedure. Upon positioning the quadripolar left ventricular lead, the fourth pole would not move forward around a bend in the coronary sinus. The physician exchanged the lead during procedure on (B)(6) 2020 for a bipolar left ventricular lead. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.